Event description:
The blade apparently shed metal filings in the patient's knee when oscillating. The issue was rectified by sucking the fluid out of the joint space with a new arthroscopic shaver blade. Delay to case was about 5 minutes. Surgeon was happy at end of case as the majority of debris was evacuated.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The returned device was evaluated for the cause of shedding and it was observed that the outer blade run-out was "1971" which is 13 times the design tolerance. This excessive run-out was caused by a significant bend in the outer blade which caused a misalignment of the inner and outer tip which led to blade shedding. The bend is consistent with an excessive lateral load applied to the device. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. Conclusion: improper use (B)(4).